Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was unknown mg/dl which was treated with juice. Customer stated blood glucose crashed and they had insulin pump suspended and they were passed out, fell asleep and when they woke up they unsuspended. Auto mode feature was not active at the time of low blood glucose event. Customer declined to troubleshoot for low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.